Event description:
A pump malfunction was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and advised to call back if the issue reappeared.